Event description:
A call was rec'd from a consumer who reports a severe eye infection in 2005 that caused vision loss. Later rec'd civil complaint which claims use of renu contact lens solution from approx one month earlier. On or about the following month, consumer began to experience blurry vision, tearing, itchiness, swelling around eyes and pain which culminated on or about the morning of the same month, when consumer awoke and noticed vision os was severely impaired. Over the next few days, consumer's vision deteriorated. Complaint claims permanent loss of vision os. No medical documentation rec'd.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.